Manufacturer narrative:
This report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer". As there was no product returned or lot information provided, no detailed investigation can be performed.

Event description:
A consumer reported that a hospital-based ophthalmologist, diagnosed a corneal ulcer associated with wear of focus night & day contact lenses. No further information was provided.